Manufacturer narrative:
(B)(4). This complaint was from a care giver who had a leak coming out of patient line. The complaint was not confirmed due to a lack of sample. Root cause was not determined. A batch review performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A care giver (cg) contacted global technical services after noticing fluid coming out of the top of the patient line connected to a home choice (hc) unit during prime. The technical service representative (tsr) explained to the cg that the cap on patient line is vented in order to let air out during prime and sometimes solution may overfill. The tsr advised the cg that if the line was primed and there was no air in line, the cg may close the clamp until priming was complete. There was patient involvement, but no medical intervention or injury was reported. A follow up was done via phone; the home patient (hp) said that he did not have his bags stacked on the heater and he had the patient line in the organizer during prime. The hp said he did not notice anything usual with the supplies. No samples were available. The hp said he completed that therapy without complications. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.